Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing high blood glucose levels due to very erroneous readings from the sensor. The caller stated that the insulin pump was functioning well but the customer was having trouble with the sensor. No specific blood glucose values were provided. The caller stated that because of the erroneous sensor glucose values the threshold suspend mode would activate on the insulin pump but the customer's blood glucose was not low. As a result, the customer would have high blood glucose. Nothing further was reported.